Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump passed the self-test, sleep current, active current, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The detailed trace analysis confirmed the pump error 25 and low battery alarms were triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a faded serial number label, a pillowing keypad overlay, keypad overlay texture damage, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump would alert low battery right after inserting brand new batteries. Two nights ago, the battery went dead while the patient was sleeping; she did not receive a low battery warning. The patient's blood glucose at the time of incident was 408 mg/dl. The patient treated via manual insulin injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.